Event description:
Customer reports, a 12cc monoject syringe used in conjunction with a bd 18x1 1/2 needle was used to draw 10 cc's of blood. The nurse drew away from the pt; the needle and syringe were exposed. The nurse drew back slightly on the plunger and let go. The plunger "flew" out causing blood to spill out. No injury was reported, but blood was spilled onto the ER nurses when the plunger came out.

Manufacturer narrative:
Two syringes were returned and additional samples were obtained from distribution. Plunger stops were measured and were in spec. Plunger removal force was comparable to controls. Co attempted to duplicate the problem and found plunger stops difficult to override. Manufacturing found no defects relating to the complaint in the lot history. The stop ring inner diameter was found to be too large on 13 of 45 molds. Manufacturing had initiated corrective action. The end user may have pulled the plunger at an angle overriding the stop.